Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a qdot micro catheter and the patient experienced a pericardial effusion that required pericardiocentesis. First, it was reported that the carto 3 system was adding mapping points to the list but not to the carto 3 system map display. It was reported that the filters were set appropriately. The caller was advised to reload the carto 3 system application but no resolution. The physician declined further troubleshooting. Starting a new study was advised at the end of the procedure to rule out a corrupt study. No further troubleshooting was performed for this issue. It was also reported that during the procedure, the patient¿s blood pressure dropped and an effusion was seen on intracardiac echocardiography (ice) catheter. A pericardiocentesis was performed. The patient was stable at the time of the call. Additional information was received. Prior to noting the adverse event, ablation was performed. The event occurred during mapping and ablation. No steam pop was evident. No error messages observed on biosense webster equipment during the procedure. The patient did not require cardiac surgery. The patient fully recovered; however, required extended hospitalization. It was scheduled for an outpatient procedure; however, the patient stayed night. The physician's opinion on the cause of the adverse event is unsure, but he felt abnormal anatomy right before it happened. The first issue of ¿carto 3 system was adding mapping points to the list but not to the carto 3 system map display¿ was assessed as non MDR reportable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. The adverse event was assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a qdot micro catheter, and the patient experienced a pericardial effusion that required pericardiocentesis. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 15-jan-2025. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).